Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1625802 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, hemostasis was not perfect with a mynxgrip vascular closure device (vcd).

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, hemostasis was not perfect with a 6/7f mynxgrip vascular closure device (vcd). Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The syringe was returned separated from the device, vacuum lock as received. The procedural sheath was on the device, fully retracted. The sealant was not returned with the device. The advancer tube was on the catheter, covering the whole balloon, properly engaged the distal tamp lock as received. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the results showed that the advancer tube was properly engaged distal tamp lock per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1625802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the device during use. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in an imperfect hemostasis. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.